Event description:
Information notes the patient was admitted with an infected left subclavian cardiac pacemaker. She had follow-up twice in the first week after pacemaker implantation. The pace- maker site was benign and cardiac function was normal. Redness and swelling occurred around the pacemaker site for 2-3 days prior to admission on 8/21/99. Fever of 103.9 was recorded at admission.